Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, with readings trending high in the late evening and subsequently falling to a low of 64, after which the user paused the ilet and treated with oral glucose (half cup of apple juice); the user did not recall a pre-bed meal or snack. Symptoms included malaise associated with hyperglycemia and subsequent hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose and no report of serious injury or illness. Investigation included communication with the user and analysis of information provided by the user, along with troubleshooting and education on not pausing the ilet and on best practices for treating low blood glucose. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.